Manufacturer narrative:
The device remains implanted and in service and will not be returned for analysis; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited jumpy impedance and loss of capture (loc). A request was made to have data from this device analyzed. Technical services (ts) reviewed the data and noted the first out of range pacing impedance triggered in (B)(6) 2015. The loc was greater than two seconds however there is still capture in the right ventricular (rv) lead channel so there was no asystole or pause of therapy. Ts recommended troubleshooting and reprogramming options. The physician is ware of the issues and will continue to monitor the patient. Additional information was received, stating that the patient was evaluated in clinic. There was no change in lead integrity measurements while performing provocation testing. The device remains in service. No adverse patient effects were reported.